Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/31/2025 h6 component code: g07002 - no device problem found h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: * can you identify the lot number of the product used? ¿unknown the following was received: involved should be 2. Quantity to be returned should be 2 . H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with a suture and one needle outside the foil packet was received for analysis, with product code vcp422h. During the visual inspection of the detached needle, no issues related to the pull-off needle could be observed since the needle is still attached to a suture piece. However, the suture was inspected, and it was noted that one end was probably cut by a surgical instrument. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle had happened before using on patient during surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.